Event description:
A vague report was received of an over infusion/ free flow event. Although requested, no specific patient event details were provided. No patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device were requested, however the customer stated he does not have the pc unit and the pump module is sequestered with risk management. The device is not available for evaluation at this time. A follow up report will be submitted should the devices be returned for evaluation.